Event description:
It was reported that the healthcare provider (hcp) thinks the catheter was occluded. ¿they think there is a granuloma or something holding the catheter in place¿. Patient was not getting any relief and had not been getting any relief for the past 2-3 months. Per hcp ¿it's really been going downhill for the past 5 months¿. They tried to replace the catheter two weeks ago but they could not remove it. Patient was now going to see a neurosurgeon to remove the catheter. A dye study was performed but hcp was not sure of the results or when it was performed. Drug delivered via the device was fentanyl; they were planning of not filling the pump at this time. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8 590-1, lot# n106266, implanted: (B)(6) 2007, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).